Event description:
It was reported that during a reimplant case, the reservoir was prepped, however, they were not able to use it due to unknown reasons. Case was aborted. Patient does not have a device implanted. Additional information was received. Urethra was perforated. No adverse patient effects.

Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation of perforation was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a reimplant case, the reservoir was prepped, however, they were not able to use it due to unknown reasons. Case was aborted. Patient does not have a device implanted. Additional information was received. Urethra was perforated. No adverse patient effects.